Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the deivce fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, tasp lot 63030214 exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off. All pieces were not returned. The device was dimensionally evaluated and it was found to be conforming to print specification where measured. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.